Event description:
During a clinic follow-up, it was observed that inadequate high voltage (hv) therapy was delivered by the device. A second shock was delivered and was successful. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.